Manufacturer narrative:
Complaint verified - no loss of image was detected over multiple days of testing, but internal moisture was observed: internal moisture will reduce image quality. Multiple overnight burn-in sessions were performed without complete loss of image being detected. With an image displayed, the cable was heavily manipulated, and the housing was exposed to significant mechanical shock, yet no image loss was induced. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. This report is due to similar complaint assessment. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the image cut out during case no patient injury. Procedure was completed using a back-up camera. The surgery was delayed approximently 5 to 6 minutes. Additional patient information is not available.